Event description:
The facility reported a colleague infusion pump with repeated occlusion problems. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary; the reported condition of a colleague infusion pump with repeated occlusion failures was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty downstream occlusion sensor. Appropriate action was taken to correct the reported problem by replacing the pump head module. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report repeated occlusion problems. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.